Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and an issue was observed during testing. The device's oxygen connector was replaced to address the issue. Report is being submitted as part of a program to retrospectively review possible device malfunction that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).